Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted u718 analog switch on the distribution node pca. The root cause for the shorted switch could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A distributor returned electrode pack sn (B)(4) and reported that the electrode belt failed incoming functionality testing.